Event description:
The clinic reported that a laser vision correction patient presented with epithelial folds in right eye at the 2 week follow-up exam. They reported that it was thought to be striae and a flap lift and rinse was done same day. No striae was present. Just epithelial folds. Epithelium was debrided in right eye and a contact lens was placed. Steroids drops were indicated. Patient is complaining of blurred vision. No loss of best corrected visual acuity reported.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.